Event description:
It was learned through implant patient registry that a 25mm 3300tfx aortic valve has been explanted after an implant duration of 8 months 11 days due to unknown reason. The explanted valve was replaced with a 25mm 11500a inspiris valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section h6 coding for type of investigation, investigation findings and investigation conclusions. Multiple attempts were made to the healthcare provider requesting additional information regarding this event. No additional details have been provided. The product has also not been returned for evaluation. Therefore, the reported event cannot be confirmed and the root cause cannot be determined. There has been no indication or allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.